Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a motor error and low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had a motor error alarm and the battery does not last long. The customer stated that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed idle current test, run current test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. No unexpected low battery alarm or weak battery alarm noted. The drive support disk was inspected and no anomaly noted.